Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's a1c was elevated. Blood glucose was not specified. The customer's healthcare provider instructed the customer to discontinue pump therapy due to the elevated a1c. The customer reverted to manual injections for insulin therapy. Although requested, the customer did not provide further information regarding the event.